Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that on (B)(6) 2025, the patient underwent a tha surgery for osteoarthritis of the left hip. During the surgery, the introducer sleeve body and handle were detached easily. Eventually, the handle slipped out and became unclean, so the introducer sleeve body had to be removed by striking it from the opposite direction with a bone fragment hammer. The surgery was completed successfully within 30 minutes delay. Investigation for reasons why they are so easily detached and solutions are requested. No further information is available. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the s-rom*handle sleeve driver had signs of wear consistent with repeated use over the years. A functional test was performed, and the s-rom*handle sleeve driver was successfully assembled without any issues. There were no signs of looseness or difficulties in attaching or holding its mating device. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the s-rom*handle sleeve driver would not have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (ht0807) provided is not a valid finished goods lot number.

Event description:
It was reported that the patient underwent a tha surgery for osteoarthritis of the left hip. During the surgery, the introducer sleeve body and handle were detached easily. Eventually, the handle slipped out and became unclean, so the introducer sleeve body had to be removed by striking it from the opposite direction with a bone fragment hammer. The surgery was completed successfully within 30 minutes delay. There was no patient harm.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as a valid lot number for the device involved in the event was not provided, the full UDI is currently not available. H4: manufacture date is an unknown day in july 2007.